Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device does not detect the defibrillation electrodes. The device was reported as being in clinical use at the time of the event. It was unknown at the time of the reporting if the incident occurred while in patient use. It was reported that no patient or user was harmed or experienced an adverse patient impact.